Event description:
Philips received a complaint on the heartstart xl indicating that device does not pass testing. The fse evaluated the device. The device needs the software reinstalled. The software was reinstalled, and the device passed testing and was returned to use. No further action is required at this time.